Event description:
Since the primary surgery the patient reported pain. Initially the pain was treated non surgically but at about 2 years and 2 months from primary, the surgeon decided to revise the implants. The surgeon revised the glenosphere, poly, and metaphysis to obtain laterlalization. The surgery was completed successfully. Surgeon thought he implanted the baseplate too anterior during primary. Humeral stem position is reported to be fine.

Manufacturer narrative:
Batch review performed on (B)(6) 2025: lot 2209622: (B)(4) items manufactured and released on 31-08-2022. Expiration date: 2027-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established. The patient reported pain since the first surgery and as also reported by the surgeon, this pain can probably be traced back to the combination of implant type and position choosen during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.